Manufacturer narrative:
The table was examined by a berchtold field service technician. The table was examined and a performance test was conducted. After performing all tests, the technician was unable to replicate the complaint.

Event description:
It was reported that the tabled allegedly unlocked on its own without a patient on it. There was no patient involvement and thus no report of an injury or a delay in procedure.